Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review for (B)(4) found no similar complaints during this time period. The g8 operator's manual under chapter 3, assay operations, advises that if shoulders or splits around the sa1c or a0 peak are observed, the assay condition may not be optimal. In chapter 1, introduction and application, under interpretation of results, tosoh advises that when there is a question concerning the chromatography, repeat the sample. If the repeated sample also displays unusual characteristics, it is appropriate to evaluate whether the unusual results is due to an abnormal sample, a procedural error, an instrument malfunction or a sample-handling problem. The root cause of the reported issue was attributed the column.

Event description:
On (B)(6) 2017 the customer reported seeing split a0 peaks on some patient samples, which were not reported out. The customer reported out patient results without the split peak; however, those had a very small should after the a0 peak. The customer reported that this was a new column with a total count of 436 injections (2500 maximum recommended). The retention time was within specification; therefore, this was not attributed to a flow factor issue. The customer checked for leaks at the filter and column and none were observed. The customer was then advised to change the column to a new one, which resolved the issue. The customer reran the samples that were reported out and results were within 1%, which was an acceptable range. There is no indication of any patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
(B)(4) per exemption number e2017013. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
(B)(4) per exemption number e2017013. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.